Event description:
It was reported that pump experienced malfunction alarm after possible exposure to humidity or being dropped. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection using multiple daily injections and did not require assistance from a third-party. Technical support provided instructions to reset pump malfunction code, assisted caller with pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction happened again.